Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6; h6

Event description:
Patient reported left side side rupture. The device remains implanted.

Event description:
Patient reported left side side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g3.